Manufacturer narrative:
Reliability analysis (new)buttons responded intermittently, problem isolated to case.

Event description:
It was reported that buttons on the insulin pump are not responding. Advised insulin pump would be replaced. No additional information was provided.